Event description:
On (B)(6) 2003, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm.it was reported on (B)(6) 2014, the patient underwent a reintervention to treat aneurysm sac enlargement ((B)(6), 2003 the aneurysm sac measured 4.8cm and on (B)(6), 2014 it measured 10.6cm). The enlargement was caused by a indeterminate endoleak. The aneurysm was excluded and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications.additional devices implanted and/or related to this event: pcc141000/023080401 and pca260300/031251408.the gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.patient¿s current medications: allopurinol 300 mg, aspirin 81mg, benazepril-hydrochlorthiazide 10-12.5mg, carvedilol 25mg, crestor 20mg, glimepiride 1mg, janumet 50-500 twice a day, levothyroxine sodium 75mcg, lovaza 1gm, omeprazole 20mg, and trilipix 135mg.